Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) level 460 mg/dl to "high;" although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump and manual insulin injection to address the bg. No additional information was provided.